Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported the compact plus system gave a result of 150 mg/dl at a time when she was symptomatic of hyperglycemia. Her symptoms persisted, 45 minutes later she was transported to hospital. Hospital system result was 900 mg/dl. Hospital system result was 900 mg/dl. She was injected with unknown amount and type of insulin. Customer diagnosed with dka, admitted for a week. A request was made for the return of the meter and strips, replacement sent.